Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch #3004209178-2015-54564.

Event description:
The customer reported via telephone call that the insulin pump was exposed to insulin due to the infusion set exploding while changing the set in (B)(6). The customer reported that it may have been an altitude issue. The blood glucose reading was 300 mg/dl. The customer reported that the insulin pump was exposed to fluid in the past with no moisture visible in the insulin pump. The customer reported that the alarms for no delivery of insulin had become more frequent. The customer reported no button error alarm. The customer was unable to troubleshoot due to bad eyesight. The customer was unable to keep the blood glucose down. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no traces of moisture were noted at keypad traces, electronic assemblies or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window and cracked belt clip slot.